Event description:
It was reported to nova biomedical that a consumer received a result of 238 mg/dl on their blood glucose meter. The consumer started to feel weak and unable to move because her muscles tightened, indicating a hypoglycemic event. The emts were called and approximately 30 minutes later, tested the consumer getting a result of 14 on their meter. The difference in the readings were determined to be clinically significant. The meter in question will be returned to eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, and f/u report will be filed.